Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation on her back. The area was described as rashes. The patient's doctor recommended that she shower more often and change the garments more often to treat the irritation. The final medical outcome of the irritation is unknown.